Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had a knee replacement surgery on the 6th and the healthcare provider (hcp) told the patient to turn their therapy off for the procedure. The patient said they were unable to connect their handset to their communicator to turn the therapy off, so they didn't think they had turned ins off at that time. During the call the patient was trying to connect to their implanted neurostimulator and kept getting device not responding. The patient repositioned the communicator and was able to connect and turn therapy back on. They mentioned they almost had an accident the other day so they wondered if it was because their therapy was off.

Event description:
Additional information was received from the patient. It was reported that the cause of the communication issues was determined. The patient stated they were going in for knee replacement. The healthcare provider(hcp) preferred the implant was turned off. They stated it was only 10 mins before they took them. Finally, the hcp told them not to bother, they must have turned it off, and didn't know it. After getting home from surgery, they had urgency, not knowing the device was turned off. They called and an agent helped them get it back on. Issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.